Manufacturer narrative:
The associated legion ps high flexion insert was not returned for evaluation. Therefore the product analysis could not be performed. After repeated requests, smith and nephew has been unable to obtain device details. Smith and nephew has an outstanding request with the reporter for information. As device details were not made available, device history record review cannot be completed. Complaint history review could not be performed with any accuracy due to lack of batch information. There is no information that would suggest the implanted device failed to meet specifications. A relationship, if any, between the device and the reported incident or adverse event could not be corroborated. No clinical relevant documents were provided to conduct a thorough medical assessment. Thus, no medical assessment is warranted at this time. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that in the operating room (or) the surgeon opened the knee and realized the post was broken. The post was stuck in the femoral component and the base of the poly was still attached to the tibia baseplate. The surgeon then removed the poly an highflex ps xlpe 7-8 11mm and replace it by an highflex ps 7-8 13mm instead. Everything went well during this surgery.